Event description:
The customer reported two false positive results from different patients with the ID now covid-19 2.0 assay performed on (B)(6) 2023 and (B)(6) 2023 using a direct tested swab. This manufacturer's report addresses patient one (1) of two (2). Repeat testing was not performed. Patient was transferred to a hospital on (B)(6) 2023 where pcr testing was performed and generated a negative result. Confirmation testing performed a second time on (B)(6) 2023 and negative as well. It was unknown if patient was asymptomatic. The patient was transferred to another hospital as a result of the test. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no impact in the patient's treatment.

Manufacturer narrative:
D4: UDI (B)(4). This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m231571 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j / lot m231571, test base part number the lot 192-430 / lot m231571 met the required release specifications. A review of the complaints reported as false positive results (confirmed and unconfirmed, conflicting results) related to kit lot m231571 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could have possibly been related to the specific patient sample. H3 other text : single-use: device discarded.

Event description:
The customer reported two false positive results from different patients with the ID now covid-19 2.0 assay performed on (B)(6) 2023 using a direct tested swab. This manufacturer's report addresses patient one (1) of two (2). Repeat testing was not performed. Patient was transferred to a hospital on (B)(6) 2023 where pcr testing was performed and generated a negative result. Confirmation testing performed a second time on (B)(6) 2023 and negative as well. It was unknown if patient was asymptomatic. The patient was transferred to another hospital as a result of the test. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no impact in the patient's treatment.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text: single-use: device discarded.